Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that before procedure, there was error on the box when the shaver was plugged in. No patient involved. Preliminary results of investigation have concluded that this unit was stuck and would not activate the motor which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a missing soak cap. A functional evaluation revealed a button was stuck and would not activate the motor causing a hand piece error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time.